Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged and kinked at the 10th most proximal row. Struts in the centre of the stent are stretched distorted and lifted distally, causing the stent to stretch over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. However a kink was noted on the stent and balloon at the 10th most proximal stent row. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks and the shaft broken at 1452mm from the bumper tip. The proximal end of the hypotube including the manifold, were not returned for analysis. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-aug-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 2.75x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. Dilatation was performed again at high pressure, another stent was implanted followed by post-dilatation, and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.